Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was hospitalized due to neurological rehabilitation. It was reported this patient experienced a syncopal episode. It was indicated that during the syncope, the patient had a heart rate of 30 to 40 bpm. When the field representative performed an investigation, all measurements were appropriate, no noise could be produced and an appropriate safety margin was programmed. The output on the unknown left ventricular lead was higher than expected due to high threshold measurements. Boston scientific technical services (ts) indicated that with the device data available, they did not find any significant issue or cause for a low ventricular rate. The device appeared to be operating as expected. The cause of the patient's syncopal episode could not be determined and the patient was dismissed. No additional adverse patient effects were reported.